Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient alleged personal injury approximately ten years post-implantation of a hip arthroplasty. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00756 & 2017-00035).

Event description:
Legal counsel for patient reported hip revision approximately six years post-implantation due to pain, stiffness, elevated metal ion levels, and pseudotumor. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.